Manufacturer narrative:
On (B)(6) 2025, the explanted device was returned to orthopediatrics in warsaw, in and was subjected to cleaning, steam sterilizing, and engineering evaluation. During the inspection, the device's ratcheting mechanism did not appear to be functioning properly. Specifically, when the control pin was in ratchet position (arrow of control pin aligned with arrow on device body) the device should "click" upon lengthening and allow no shortening. However, upon applying an axial load the device could be forced to shorten. This shortening only occurred when the pole was rotated within the housing. The exact cause of this malfunction could not be investigated because the internal mechanism is sealed by permanent closure (weld). Some wear and scratches were observed on the distal spherical polyaxial ring. The wear analysis portion of retrieval and analysis protocol (dms-5587) was not conducted because the cause of failure was obvious, ratchet malfunction.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: on (B)(6) 2024 during monitoring of the pas, apifix identified that patient # (B)(6) reportedly has a ratcheting system that shortened in length when compared to past films, indicative of dysfunction of the ratchet mechanism. On (B)(6) 2024 patient underwent removal surgery, and the patient was converted to fusion. Corrective action: ratchet malfunction (resulting in a backup of the distraction) can result from physical trauma, practicing high-demand sports, and tissue growth inside the ratchet mechanism. Ratchet malfunction may be a coincidental finding and may also be reported together with pain/curve progression/noise. The company took several actions to mitigate ratchet malfunction: eco-13, the ratchet flat spring component was changed to a thicker spring (from 0.15 to 0.25mm). Eco-59, addition of a stopper pin to prevent the pole from dislocating from the base and inherit from the design to prevent the collapse of the ratchet. In march 2020, a highlight of the risk associated with practicing high-demand sports was added to the mid-c training presentation. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment. The risk of the ratchet malfunction has been assessed and found to be acceptable. The risks have been quantified, characterized, and documented as acceptable within full risk assessment. Explanted device is expected to be returned to manufacturer where a failure analysis will be conducted. Once additional relevant details become available; a supplemental report will be submitted.

Event description:
On (B)(6) 2024 during monitoring of the pas, apifix identified that patient # (B)(6) reportedly has a ratcheting system that shortened in length when compared to past films, indicative of 'dysfunction of the ratchet mechanism'.